Event description:
It was reported that a user experienced recurrent low glucose while using the ilet with a libre/fsl3+ cgm, including a documented cgm value of 44 mg/dl, with logs showing insulin delivery ceased when cgm glucose trended low and the user sometimes delayed eating after announcing meals and at times paused the ilet mid-meal; the issue involved user technique rather than a device component malfunction. Symptoms included hypoglycemia and fatigue. Outcomes included an unexpected need for oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user along with review of device engineering logs. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure or method and no applicable device component fault. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.